Manufacturer narrative:
Investigation of the data logs show that the analyzer was turned of in an uncontrolled manner and restarted with an old date. The operator was asked to adjust the analyzer's date but he/she entered the wrong date. The customer experienced unexpected shutdown of the analyzer. This issue is solved in the fsca with radiometer reference (B)(4).

Manufacturer narrative:
Radiometers investigation showed an issue with the cpu (central processing unit) is causing the analyzer to periodically shut off. The investigations is still in progress regarding the issue with the cpu.

Event description:
According to complaint, the customer reported that the date was changed on the abl90 flex plus analyzer (serial number: (B)(6)) and anybody can change the date. The client was expecting an explanation, but there is no affectation of his work.

Manufacturer narrative:
Additional information received 17mar2025, which made this incident reportable and therefore 17mar2025 is considered awareness date for this report.

Manufacturer narrative:
From an internal review it was discovered, that combination product was accidentally marked in previous MDR report. This is now corrected in this report.